Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a calcified posterior leaflet. An xtw clip was inserted and while testing the grippers in the left atrium, one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new clip was successfully implanted, reducing mr to a grade of 2. While outside the anatomy, the one gripper was unable to lower. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.